Manufacturer narrative:
The product has not been identified by the reporter. Site has indicated device is available for evaluation, but to date has not been returned. (B)(4).

Event description:
During an unknown procedure it was reported that the surgeon removed some metal debris during a "washout" from a patient he had previously done a hip scope. No additional information was provided. The device is available for evaluation.